Manufacturer narrative:
The insulin pump had no excessive no delivery alarm during testing. The insulin pump was received with all operating currents within specification and passed functional testing including unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 268 mg/dl. Customer already did troubleshooting and tried all remedies and no delivery alarm persisted. Customer was advised that insulin pump would need to be replaced.